Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jan2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) performed patient circuit simulation for 20 minutes no 1207 alarms appeared. Performed leak test on customer patient circuit. Confirmed issue is with two bad patient circuits. Device is functioning as expected with new circuit , preformed pressure accuracy. The unit successfully passed the required performance verification test.

Event description:
The customer reported error alarm message: low inspiratory pressure. (E/c 1207). Mask leak test failure also detected. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.